Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and reimplant the patient with another cochlear device but has not been performed as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 21, 2022.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 14, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 04, 2022.